Event description:
It was reported that the electrode was broken and was separated from the hub.

Manufacturer narrative:
Csk-tc10 (ln p861). The returned probe was analyzed and shaft of the electrode was found to be completely separated from the hub. With all the available information, boston scientific concludes that the allegation of electrode damage was confirmed. The separated shaft was likely due to unintended excessive external mechanical force.